Event description:
Following the placement of the fifth coil into the ruptured terminal basilar artery aneurysm, a thrombus was noted in the p1 segment of the posterior communicating artery. This was successfully treated with reopro and verapamil. There was no reported clinical consequence to the pt. Info was received from the user facility relating this event to the index procedure and the device.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Conclusions: for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for eval. From the investigation and info provided there is no indication that there was no device nonconformance, malfunction or misuse. A review of the labeling found that thrombus is noted within the directions for use as a known complication associated with such procedures. Hence, it was determined that the most probable cause of the event was anticipated procedural complication. Related to manufacturer medical device report 2939204-2008-00477.